Manufacturer narrative:
Investigation on going. Valve remains implanted.

Event description:
Approximately 2 years and 2 months post implantation of a 29mm sapien valve in the aortic position, the patient presented with shortness of breath and an echo revealed aortic valve stenosis. A new 26mm sapien 3 ultra valve was successfully implanted. Upon review of the medical records, the echocardiogram prior to the valve in valve (viv) revealed the left ventricle ejection fraction of 55-60%, bioprosthetic aortic valve with stenosis with a mean gradient of 45mmhg and an aortic valve area (ava) vti of 0.72 cm2. The second valve was well seated in the annulus. An echo (tte) and a supra-aortic angiogram showed aortic insufficiency. There were no complications and there were no further actions required.

Manufacturer narrative:
Update to h6, type of investigation, investigation findings and investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. No imagery was provided for review. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A manufacturing mitigation review was not performed as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, available information suggests that patient factors (pre-existing comorbidities -hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time.